Event description:
It was reported by service report that the foot left load cell was fluctuating. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: load cells.